Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4)

Event description:
A customer reported an incomplete corneal flap of the left eye. A vertical gas breakthrough was noted due to a thin flap (90 and 100mkm) and excess fluid between the cornea and laser interface. The flap was lifted and ablation performed. The patient is noted as doing satisfactory postoperatively. Additional information requested.

Event description:
Patient ata before surgery, uncorrected near visual acuity ou -0.02, best corrected visual acuity od -13.5 / -1.75x7 0.7 os -13.25/ -1.25x2 0.7. At the moment of reporting ata vision without correction od -0.4: os- 0.5; with correction od 1.25/ - 0.5x48 visual acuity value 0,5. The patient¿s condition continues was monitored.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided. No technical root cause was identified as the product was found to be within specifications. The most possible root cause may be a small vgb caused by a combination of fluid layer and low flap thickness setting. The manufacturer internal reference number is: (B)(4).